Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy test resulted positive for nickel / after evaluating the results the physician determined need to remove essure"), pain ("chronic aches/ pains, her gynecologist has associated it to essure"), ankylosing spondylitis ("spondylitis inflammatory outbreaks, pain of ankylosing spondylitis increased with essure") and infection ("series of infections in summer 2017") in a (B)(6) year-old female patient who had essure (batch no. C61995) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure should not have been inserted to her as she is immunosuppressed". The patient's concurrent conditions included immunosuppression (due to medication (enbrel)), ankylosing spondylitis, nickel sensitivity, hiatal hernia and pain in hip. Concomitant products included etanercept (enbrel) for ankylosing spondylitis, pantoprazole sodium (pantecta) for prophylaxis as well as amitriptyline hydrochloride (tryptizol) and pregabalin (lyrica). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menometrorrhagia ("clots during and between menstrual periods"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"), pubic pain ("pain in the pubic area"), proctalgia ("rectal pain"), pyrexia ("fever") and headache ("headache"). In 2017, the patient experienced infection (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant) with bone pain and arthralgia, irritable bowel syndrome ("irritable colon") and medical device discomfort ("discomfort, her gynecologist has associated it to essure"). The patient was treated with tramadol and surgery (on waiting list to remove essure and remove fallopian tubes and uterus). Essure treatment was not changed. At the time of the report, the allergy to metals, pain, menometrorrhagia, abdominal pain, pubic pain, proctalgia, pyrexia, headache, irritable bowel syndrome and medical device discomfort had not resolved and the ankylosing spondylitis and infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, ankylosing spondylitis, headache, irritable bowel syndrome, medical device discomfort, menometrorrhagia, pain, proctalgia, pubic pain and pyrexia to be related to essure. The reporter provided no causality assessment for infection with essure. The reporter commented: essure was implanted and doctors assured her that essure did not have nickel. Also it was reported that, at the beginning, she wanted to know if the symptoms were related to her disease. Patient associated irritable colon with essure. After reviewing some information, she refers essure should not have been inserted to her due to her ankylosing spondylitis, as she is immunosuppressed due to treatments she receives for this disease. Additionally she commented that ankylosing spondylitis affects her hips, however pain has increased with essure. She experiences pains and discomfort which her rheumatologist has discarded to be caused by spondylitis and her gynecologist has associated them to essure. Currently she is on the waiting list in order to remove fallopian tubes and uterus. Patient continues experiencing chronic aches which have ruined her life. Patient wants to start a legal process against bayer or social security for not informing about the events she is presenting, as her physician assessed essure implantation without having into account her allergies and immunosuppression, and due to lack of information. She was angry as information provided to her at essure insertion was limited in comparison to information provided to patients nowadays. Diagnostic results (normal ranges are provided in parenthesis if available): bacterial test - on an unknown date: did not find something significant. Cytology - on an unknown date: did not find something significant . After three months, in (B)(6) 2016, a radiography was performed to check the result of the implantation and in that moment everything was normal. On (B)(6) 2017, the last radiography was performed in order to verify essure, and she will receive the results on (B)(6) 2017. As per follow-up of (B)(6) 2017: results were not conclusive, as her gynecologist informed that she is fine. However, the status of her hip has to be assessed after essure removal surgery and know "how many rings" are (further details were not provided). Allergy tests (date of performance not provided) resulted positive for nickel, two week s ago her physician assessed results and one week ago he determined the need for removing essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2017: quality-safety evaluation of ptc. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 25-oct-2017 for the following meddra pts: allergy to metals: n° 326 cases (excluding this case). Pain: n° 391 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy test resulted positive for nickel / after evaluating the results the physician determined need to remove essure"), pain ("chronic aches/ pains, her gynecologist has associated it to essure"), ankylosing spondylitis ("spondylitis inflammatory outbreaks, pain of ankylosing spondylitis increased with essure") and infection ("series of infections in summer 2017") in a (B)(6) female patient who had essure (batch no. C61995) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure should not have been inserted to her as she is immunosuppressed". The patient's concurrent conditions included immunosuppression (due to medication (enbrel)), ankylosing spondylitis, nickel sensitivity, hiatal hernia and pain in hip. Concomitant products included etanercept (enbrel) for ankylosing spondylitis, pantoprazole sodium (pantecta) for prophylaxis as well as amitriptyline hydrochloride (tryptizol) and pregabalin (lyrica). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menometrorrhagia ("clots during and between menstrual periods"). In (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"), pubic pain ("pain in the pubic area"), proctalgia ("rectal pain"), pyrexia ("fever") and headache ("headache"). In 2017, the patient experienced infection (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant) with bone pain and arthralgia, irritable bowel syndrome ("irritable colon") and medical device discomfort ("discomfort, her gynecologist has associated it to essure"). The patient was treated with tramadol and surgery (on waiting list to remove essure and remove fallopian tubes and uterus). Essure treatment was not changed. At the time of the report, the allergy to metals, pain, menometrorrhagia, abdominal pain, pubic pain, proctalgia, pyrexia, headache, irritable bowel syndrome and medical device discomfort had not resolved and the ankylosing spondylitis and infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, ankylosing spondylitis, headache, irritable bowel syndrome, medical device discomfort, menometrorrhagia, pain, proctalgia, pubic pain and pyrexia to be related to essure. The reporter provided no causality assessment for infection with essure. The reporter commented: essure was implanted and doctors assured her that essure did not have nickel. Also it was reported that, at the beginning, she wanted to know if the symptoms were related to her disease. Patient associated irritable colon with essure. After reviewing some information, she refers essure should not have been inserted to her due to her ankylosing spondylitis, as she is immunosuppressed due to treatments she receives for this disease. Additionally she commented that ankylosing spondylitis affects her hips, however pain has increased with essure. She experiences pains and discomfort which her rheumatologist has discarded to be caused by spondylitis and her gynecologist has associated them to essure. Currently she is on the waiting list in order to remove fallopian tubes and uterus. Patient continues experiencing chronic aches which have ruined her life. Patient wants to start a legal process against bayer or social security for not informing about the events she is presenting, as her physician assessed essure implantation without having into account her allergies and immunosuppression, and due to lack of information. She was angry as information provided to her at essure insertion was limited in comparison to information provided to patients nowadays. Diagnostic results (normal ranges are provided in parenthesis if available): bacterial test - on an unknown date: did not find something significant. Cytology - on an unknown date: did not find something significant. After three months, in (B)(6) 2016, a radiography was performed to check the result of the implantation and in that moment everything was normal. On (B)(6) 2017, the last radiography was performed in order to verify essure, and she will receive the results on (B)(6) 2017. As per follow-up of (B)(6) 2017: results were not conclusive, as her gynecologist informed that she is fine. However, the status of her hip has to be assessed after essure removal surgery and know "how many rings" are (further details were not provided). Allergy tests (date of performance not provided) resulted positive for nickel, two weeks ago her physician assessed results and one week ago he determined the need for removing essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2017 for the following meddra pts: allergy to metals: n° 324 cases (excluding this case). Pain: n° 393 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events "chronic aches, irritable colon (previously reported as concomitant disease), essure should not have been inserted to her as she is immunosuppressed, hip pain has increased with essure, infections, spondylitis inflammatory outbreaks, pains, and discomfort were added. Case marked as potential legal case. Lot number (c61995) was added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.